Manufacturer narrative:
D10 concomitant products: trocar oms-t12btnl bnlt tip 12mm nolatex - oms-t12btnl, lot# p4g0950. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic colorectal procedure, two balloons did not inflate. When the surgeon put in air in the balloons, the air did not stay in the balloons. Another device was used to complete the case. There was no patient injury.